Manufacturer narrative:
There has been no patient or user injury, however, a risk to patient health could not be excluded. Summary of evaluation: this sw problem could be reproduced at brainlab using the same sw version of iplan (cranial, ent, stereotaxy and flow) as the initial reporter. Corrective and preventive action: product malfunction- existing customers with any version of iplan 2.6 installed receive this product notification information dated april 27, 2007 (see attachment). The product notification will be distributed to concerned customers. All existing iplan 2.6 customers will receive the updated version of the software when available. Future customers: the acceptance checklist iplan will be updated to ensure that the user is aware of this kind of problem no later than during the installation of iplan.

Event description:
We recently learned that it is possible that a feature in the brainlab iplan 2.6 software may not work as intended. When the feature 'seedbrush' is used to manually create an object and the user clicks the 'apply' button, a new object will be created. The object will be updated in the planning software, so it is not obvious for the user that multiple objects have been created. If the user deletes part of the original object, this corresponding part will be deleted in the planning software. However, once the treatment plan is exported in the navigation software, the deleted part will appear again. Differences to old copies of the same object might only differ slightly so that the user may not notice that there are multiple similar objects. Important treatment decisions may therefore be based on the incorrect intermediate (non-final) states of outlined objects. All the new objects have the same name and color as the original object. There has been no patient or user injury, however, a risk to patient health could not be excluded.